Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03292 it was reported that a rotawire fracture occurred. The target lesion was located in the coronary artery. A 330 cm rotawire¿ and a rotablator burr were selected for use. Upon introduction outside patient, it was noted that the rotawire became detached while switching from dynaglide mode to ablation mode. The procedure was not completed. No patient complications were reported.